Event description:
It was reported that the patient had severely osteoporotic bone and stem subsided enough post operatively to require revision.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
The patient is 66 inches in height. An event regarding stem subsidence involving an accolade stem was reported. The event was not confirmed. Insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, operative reports, patient history & follow-up notes are needed to investigate this event further.

Event description:
It was reported that the patient had severely osteoporotic bone and stem subsided enough post operatively to require revision.